Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. Calibration and controls were acceptable. The field service engineer determined a belt motor tension was low due to belt degradation. The belt tension was adjusted and shafts were lubricated. The internal water reservoir was cleaned. Calibration and controls passed. The customer then repeated testing for patient samples. No further issues were reported. The investigation determined the root cause for the mechanical noise was a loose belt, but the root cause for the calcium discrepancies is unknown. No further issues occurred since the service actions have been performed.

Event description:
The initial reporter stated they received discrepant results for thirteen patient samples tested with calcium gen. 2 on a cobas integra 400 plus. The customer noted that the analyzer transfer arm makes loud noises when it is moving. Refer to the attachment for all patient data. The repeat values were reported outside of the laboratory.